Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 24 mmol/l at time of incident. Customer mother reported high blood glucose was treated with the insulin pump. It was reported that they had blank display. The customer declined troubleshooting due to problem was fixed. The insulin pump will not be returned for analysis.